Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing a static fill estimate of 240 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that issue could occur due to large variance in measured pressures used to estimate remaining insulin, and was informed that gauge would begin counting down again once actual insulin amount matched the displayed value; customer understood and acknowledged this information.